Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular (rv) lead defibrillation impedance at 61 ohms on (B)(6) 2016 jumps out of rage (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) lead defibrillation impedance at 61 ohms on (B)(6) 2016 jumps out of rage (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine replacement of the device the patient's right ventricular (rv) lead had high impedance after the suture was closed. The physician went back on and reconnected the superior vena cava (svc) coil and right ventricular (rv) coil and the impedances were normal. Later the patient came to the hospital with a alarm and impedances on the rv lead were high again with a possible fracture. The left ventricular (lv) lead also had no capture at maximum output. The rv lead was reconnected again and remains in use. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.